Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver displayed an intermittent out of range signal. No additional patient or event information is available. Data was provided for evaluation. Data review did not confirm the reported event of an intermittent out of range signal. A root cause could not be determined via data.